Event description:
It was reported that the stem inserter would not release from the stem.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The device was functionally tested on a modular conical distal stem 17 x 155mm. The device was assembled and disassembled several times with no abnormal effort. The event was not confirmed. The investigation could not determine the root cause of the event as functional testing of the device found it to be fully functional. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened

Event description:
It was reported that the stem inserter would not release from the stem.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.